Event description:
Consumer complaint of blood result reading of "hi". Results in memory 159, 175, 202, 107. 210 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction: user had high glucose value. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (03/08/2013).